Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was 409 mg/dl at the time of incident. Customer declined troubleshooting for high blood glucose level. Customer stated that they performed displacement test and it passed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event.